Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 239 reports that the curved inserter is locked/stuck in the universal handle and will not release when pressing the button. This did not occur during surgery. Examination of the returned instruments confirmed the complaint; the two instruments are stuck together and unable to be disassembled. The root cause is attributed to design, a dimensional change conducted through eco-265670 caused an interference fit at adverse conditions between the shafts and handle geometry that was implemented in april of 2008. Commercialized product development determined no design solutions identified which would reduce the risk without introducing new risks, no corrective action pursued at this time. Complaints will be monitored under post market surveillance sep 419. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curved inserter is locked/stuck in the universal handle and will not release when pressing the button. This did not occur during surgery. No surgical delay.